Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus india there was the possibility that the reported phenomenon was attributed to the unstable contact with the endoscope due to the damage of the endoscope locking function of the subject device which might be caused by the disconnection of the endoscope without pushing down the locking lever or excessive force being applied to the video connector socket and/or the locking lever. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a preparation for use of the subject device, the endoscopic image of the subject device flickered and got intermittent. The field service engineer of olympus (B)(4) checked the subject device and found that the locking lever of the subject device was broken. There was no report of patient injury associated with this event.